Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high reading with the use of the adc freestyle libre sensor. Customer was at the hospital for an unspecified check-up when she obtained a sensor scan reading of 15 mmol/l (270 mg/dl) and self-treated with insulin (dose/type unknown) and subsequently lost consciousness. Customer obtained a sensor scan reading of 10.6 mmol/l (191 mg/dl) in comparison to a reading of 2.7 mmol/l (49 mg/dl) on an hcp device and was treated with "4 doses of glucose solution" for a diagnosis of hypoglycemia. The customer remained in the hospital and will be transferred to another hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a high reading with the use of the adc freestyle libre sensor. Customer was at the hospital for an unspecified check-up when she obtained a sensor scan reading of 15 mmol/l (270 mg/dl) and self-treated with insulin (dose/type unknown) and subsequently lost consciousness. Customer obtained a sensor scan reading of 10.6 mmol/l (191 mg/dl) in comparison to a reading of 2.7 mmol/l (49 mg/dl) on an hcp device and was treated with "4 doses of glucose solution" for a diagnosis of hypoglycemia. The customer remained in the hospital and will be transferred to another hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a high reading with the use of the adc freestyle libre sensor. Customer was at the hospital for an unspecified check-up when she obtained a sensor scan reading of 15 mmol/l (270 mg/dl) and self-treated with insulin (dose/type unknown) and subsequently lost consciousness. Customer obtained a sensor scan reading of 10.6 mmol/l (191 mg/dl) in comparison to a reading of 2.7 mmol/l (49 mg/dl) on an hcp device and was treated with "4 doses of glucose solution" for a diagnosis of hypoglycemia. The customer remained in the hospital and will be transferred to another hospital. There was no report of death or permanent injury associated with this event.